Event description:
It was reported that the customer received a calibration error alert. It was stated that the sensor electrode fractured while in the customer's body. The customer saw blood at site when removing the sensor. The customer was unsure if the cannula was still inside the body. Customer was advised to go to the doctor to get the site checked out. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.